Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested by phone, fax, and mail. (B)(4).

Event description:
A surgeon reported a pt with postoperative ocular hypertension one day following intraocular lens (iol) implant surgery. Two days following surgery, the intraocular pressure (iop) was normalized but the pt presented with corneal inflammation and a corneal ulceration. The surgeon suspected that the inflammation could be secondary to the ocular hypertension. Three days later, the corneal inflammation and corneal ulceration resolved with eye occlusion as treatment. One week later, the pt's vision had not improved. In a follow up, the surgeon indicated that the pt was diagnosed with toxic anterior segment syndrome (tass). The pt was treated with medications and recovered with no consequences. The surgeon noted that during surgery the nature lens fragments were difficult to catch and seemed to be trapped in the product. He also noted that, at the time of the event, the weather was very cold and he wondered if the product could have been affected.